Manufacturer narrative:
Result: weld break. Conclusion code: stretcher out of life expectancy. It has been recommended to the customer to dispose of stretcher.

Event description:
It was reported by service report that there was a broken weld on the side rail with sharp edges. No pt involvement or adverse consequences are reported.